Event description:
It was reported that the patient received two inappropriate shocks, and that the lead insulation was damaged. The physician's opinion was that the insulation was damaged by torsional stress. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Event description:
It was reported that the patient received two inappropriate shocks, and that the lead insulation was damaged. The physician's opinion was that the insulation was damaged by torsional stress. The lead was replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed.